Event description:
It was reported that the patient has heating and pain at the ipg site during an MRI. No further intervention is planned at this time.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.